Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 15th december 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: no complaint lens was received, and therefore no product evaluation could be performed on the lens. Visual inspection of the handpiece revealed viscoelastic residue inside of the cartridge. The handpiece was disassembled and no assembly issues or defects (including flashes) were observed, however excessive viscoelastic residue was observed which suggests excess ovd (ophthalmic viscoelastic device) was used during loading and insertion which may shift the lens out of its manufacturer intended position and could have contributed to the complaint issue, however this cannot be confirmed since only the handpiece and no lens was received for evaluation. Customer provided photos were reviewed by a subject matter expert who observed a "a linear discoloration starting at the lens periphery which extends approximately 0.2 to 0.3 mm towards lens center and appears to be located on the lens surface", however "the root cause as well as the potential clinical impact of the observed phenomena cannot be determined from a picture assessment". The complaint issue (cosmetic) was confirmed, however the root cause cannot be determined from a photo and therefore no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. If explanted, give date: not applicable as the device remains implanted. Telephone number: (B)(6). Initial reporter first/given name: not provided the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a normal preparation and implantation of an intraocular lens (iol), the surgeon saw a little scratch at the edge of the iol. Surgeon indicated that the scratch was on one edge of the optic and would not impact the patient's vision. Lens remains implanted and patient provided that their daily activities were not significantly affected. No additional information was provided.